Event description:
It was reported, the insulin pump would intermittently power off. On an unspecified date, the patient obtained a blood glucose reading of 400 mg/dl after he discovered the pump had turned off. The patient experienced no symptoms of high or low blood glucose levels and was negative for ketones. The corrected his blood glucose level using insulin via a syringe. Troubleshooting revealed no damage to the pump, the battery cap was secure and tight, and there were no low battery alarms in the pump history.

Manufacturer narrative:
Follow-up # 1 date of submission 11/28/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.